Event description:
Customer reported an error condition of "diff sample pressure above limit" was generated when using the coulter® lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the instrument. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and confirmed valve vl48b was broken and waste was backing up through the system. The fse replaced the broken pinch valve and blew the fluid out of the pressure lines and set the diff pressure. These actions resolved the issue. (B)(4).